Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced but resistance was encountered and the device failed to cross the lesion. When the device was removed from the patient and checked, it was noted that the stent strut was twisted. Subsequently, pre-dilatation was performed again and the procedure was completed with a 2.75 x 28 synergy drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR.: the synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. A strut in the mid-section of the stent was lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 710mm distal to the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation, a 2.50 x 28 synergy¿ drug-eluting stent was advanced but resistance was encountered and the device failed to cross the lesion. When the device was removed from the patient and checked, it was noted that the stent strut was twisted. Subsequently, pre-dilatation was performed again and the procedure was completed with a 2.75 x 28 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.